Event description:
(B)(4). Essure was covered by my insurance.

Event description:
#Medwatcher #followup 1 #FDA mw5061378 #(B)(4). Side effects: headaches, brainfog, thinning hair, scalp sensitivity and small blisters, vision changes, joint pain, joint swelling, rash/welts, itching, bloating, menorrhagia, cramping, hip pain, back pain, reflux, dental issues, stabbing rectal pain.